Manufacturer narrative:
The incident device anticipated to return follow up will be provided within 30 days or upon completion of investigation.

Event description:
Partial hysterectomy - "holding the fallopian tube in order to separate it, the licking mechanism of the grasper was activated, after when the doctor trying to open the graspes to free the fallopian tube pulling the trigger down, it "jumped" detaching the grasper. This causes that he couldn't open the jaws and therefore, could not release the tissue, which had to be radically dissected unnecessarily." "Most amputation of the right fallopian tube, due to the age of the patient, there was no major anatomical or sequelae."